Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a surgical procedure and a reservoir was attached to a drain. Air leaked and the reservoir was unable to suction when it was opened. There was no adverse consequence to the patient. No further information was provided.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. During sample evaluation it was verified that the plate was able to be opened and closed without any issue. The sample does not have any broken or damaged components that could have affected its function. Root cause could not be determined.